Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo 12.1 implantable collamer lens, -10.5/2.5/126 diopter in the patient's right eye (od) on (B)(6) 2016 and it was noted that the lens was damaged, the lens was explanted on (B)(6) 2016. There was no report of any apparent injury.

Manufacturer narrative:
The torn lens was exchanged. Product evaluation found that the lens was returned liquid in the lens case/vial. Visual inspection found the optic torn and haptic broken. (B)(4). No similar complaints were reported for units within the same lot. (B)(4).